Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the customer were experienced high blood glucose. Blood glucose level at the time of incident was 400 mg/dl. Insulin pump was passed self test. Information about auto mode feature was not given. Customers mother was decline troubleshooting. The insulin pump will not be returned for analysis.